Event description:
It was reported the patient had positional changes in stimulation in which the patient would either have no stimulation sensation or would have shocks. Impedances were measured and all results were >3600 ohms except on electrode 1 and 3 against 0. The device was currently programmed on electrodes 1, 2, 5, 6, and 7. The patient had not had any recent falls or injuries. An x-ray was performed, but the results were not provided. The patient was referred to another neurosurgeon to determine how to proceed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3487a-33 lot #j0211558v implanted: (B)(6) 2002, lead model 3487a lot #j0214231v implanted: (B)(6) 2002, extension model 3708340 (B)(4) implanted: (B)(6) 2006, extension model 3708340 (B)(4) implanted: (B)(6) 2006, programmer model 37742 (B)(4).